Manufacturer narrative:
The investigation confirmed that two non-reproducible, higher than expected vitros tropi es result were obtained from two different patient samples when tested on two vitros 5600 systems. Root cause for the event could not be determined; however, inappropriate pre-analytical sample processing and insufficient incubator cleaning protocol could not be ruled out. The investigation was able to rule out the customer¿s vitros troponin I es reagent or an unexpected 5600 analyzer issue as contributing factors to the events.

Event description:
The customer complained that two non-reproducible, higher than expected vitros tropi es result were obtained from two different patient samples when tested on two vitros 5600 systems. Patient a result: 1.660 ng/ml vs expected <0.012 ng/ml patient b result: 0.140 ng/ml vs expected <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected vitros tropi es patient results were reported outside of the laboratory and corrected reports were later issued. There was no allegation of harm to either patient as a result of these events. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).